Event description:
During verification testing at the service center, the device did not sound an audible alarm tone during an alarm condition. The device did not alarm when a distal occlusion was present.

Manufacturer narrative:
Testing and investigation found the device did not alarm when a distal occlusion was present. This was due to a broken pressure sensor. The cause of the broken pressure sensor could not be determined. The event that is being reported was noted during verification testing. This report represents all the info known by the reporter upon query by hospira personnel.